Event description:
It was reported that the patient experienced being unable to work the pump due to degradation of the patient dexterity with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new spectra penile prosthesis (spp) was implanted. Should additional relevant details become available, a supplemental report will be submitted.